Manufacturer narrative:
One sample returned for evaluation and the reported condition was confirmed. An attempt made to inflate the returned failed. Further examination of the returned unit shows that there is damage to the inflation line. Examination of the inflation line shows that there are two jagged like markings on the inflation line which is indicative of contact with a clamp. The most probable root cause is the inflation line came in contact with a sharp utensil or object. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer received a communication regarding a cuff that would not inflate. The customer reported that this occurred while the doctor was trying to install a new tube on the patient but it was stated that no harm occurred. However, additional information was received as the representative informed that recannulation was required.